Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that in one of the infusion sets, the tubing came unglued at the site connection. The patient's blood glucose level was 215 mg/dl at the time of this event. The patient did not notice any damage when the package was first opened. No further information available.